Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2004 and repliform was implanted. It was further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent cystourethroscopy, exploratory laparotomy (via mini laparotomy incision), dissection of the space of retzius, removal of permanent suture material and attached graft, and mesh revision on (B)(6) 2012 due to exposure of urogynecology graft material and mesh pain syndrome.